Event description:
Received info regarding a cartridge alarm 1 during basal delivery. Reportedly, the customer observed cracks on the cartridge. Customer's blood glucose level was impacted. Customer was able to load a new cartridge successfully.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received for eval. Should additional info be received a supplemental form will be completed.